Event description:
Sixteen days after insertion, bladder trained for 12 hrs plus by staff. 7:00 am staff member attempted to remove. Tried multiple attempts with syringe at port, no results. Cut directly behind port and did not drain at all. Tried again with syringe and remainder of port multiple times. Still unsuccessful. Put needle on syringe and tried sliding along port as it goes into the tube. 5 staff members attempted removal unsuccessfully. Catheter still draining urine, has not deflated at all. Staff stopped attempt. Physician called. Advised urology consult. About an hr later rn repeated attempt. Took syringe and went into side of foley into lumen of water port. Tried 4-5 times then successfully removed catheter.